Manufacturer narrative:
The device was received with no button error alarm. The device had intermittent button response due to moisture damage on keypad trace. The device had minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they cannot control nor do anything with the device. Customer's blood glucose reading was 82 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.